Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Unable to duplicate the force sensor test error at power up. All the readings of force within the required specifications. The root cause of the reported issues was determined to be due to the customer?s disturbance of the pump during the self-test process. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional testing which passed. D4: UDI information is unknown.

Event description:
It was reported that force sensor error. No patient injury reported.